Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who did not follow therapy steps during peritoneal dialysis (pd) therapy. The patient was connected to the set without properly priming the set first. The patient would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.